Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted as an inpatient for medical treatment on (B)(6) 2016 with a blood glucose level of 36 mg/dl. Customer was in a vehicular accident and was the drive. Customer's current blood glucose level was 155 mg/dl. Customer was treated with an IV in the emergency medical services unit. Customer has been experiencing low blood glucose for over 60 years. Customer was driving and his pump kept going into threshold suspend but his blood glucose was at 180 mg/dl. Customer stated that he turned his sensor feature off and kept driving. Customer stated that some hours later, he had a car accident. Customer was advised to speak with a health care professional regarding the low blood glucose. Customer stated that he is going to monitor all issues.